Event description:
It was reported that before use health professional opened the package of a 16fr 3-way catheter and inspected it, but since it was clearly not 16fr in diameter, health professional refrained from using it. It appeared to be at least 20fr, the lot number of the product myky3068.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.